Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not entered.

Event description:
Advocate stated her son's contour next ez gave a blood glucose reading of 505/506mg/dl. He was retested on a different meter and the reading was 159mg/dl. He was feeling bad at the time with confusion and dizziness. No medication was adjusted. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.